Manufacturer narrative:
Correction : describe event or problem. Additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the syringe pump alarmed with an error message ¿syringe calibration required¿ without any syringes installed. It was further reported that installed syringes are not being recognized correctly. There was no patient involvement.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the syringe pump alarmed with an error message ¿syringe calibration required¿ without any syringes installed. There was no patient involvement.